Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm high threshold based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Also, dislodgement was not confirmed as evidence from the field and product analysis were insufficient to verify. Moreover, visual inspection found a tine missing from the lead tip and depending on when the tine was damaged either implant or explant, it could be a contributing factor to dislodgement.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and exhibited high pacing threshold measurements. Moreover, dislodgement was confirmed through fluoroscopy. The lead was explanted. No additional adverse patient effects were reported.